Event description:
It was reported that when the patient was at a hotel room, there were sparks with the device and ac cord by the plug when it was plugged into the wall outlet. Patient states that the battery was also dead and a burning smell was noted. The patient did not have any medical changes due to the event. As a result, the device, battery, power cord were replaced. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit came in for burning smell. The complaint was confirmed with the burned m/b & power input. Mother board burned due to overcurrent, low voltage event. Power input and housing burned due to mother board burn. The data log shows numerous battery low errors. This means the patient runs the unit on low battery.